Manufacturer narrative:
(B)(4). Batch # t93g4c. Investigation summary the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy the device was creating clips that would not completely close and were falling off the duct. This occurred from the first clip. A second like device was used to complete the procedure. There were no patient consequences reported.